Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID: 2134265-2013-06093. Same patient as MDR ID: 2134265-2011-06074; 2134265-2011-06049. It was reported that post percutaneous coronary intervention, angina and in-stent restenosis occurred. In (B)(6) 2010, the patient was presented with chest pain and jaw pain which was associated with diaphoresis. The patient was diagnosed with myocardial infarction and cardiac catheterization was recommended. One day from admission, coronary angiography was done and index procedure performed. The target lesion #1 was located in the first right posterolateral (rpl) with 95% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50mm x 8 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Pinching of the posterioir descending artery (pda) was noted after stent deployment was treated with several balloon inflations; residual stenosis was less than 50%. Target lesion #2 was located in the mid right coronary artery (rca) with 80% stenosis and was 15 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm taxus liberté stent. Following deployment of the study stent, a small distal dissection was treated with placement of an overlapping 3.00mm x 8 mm taxus liberté stent. Residual stenosis was 0% after post dilatation. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was presented with 2 week history of bilateral jaw pain and chest tightness associated with cough and wheezing. At the time of event, the patient was taking aspirin only and the study drug was last taken on (B)(6) 2011. The patient was then diagnosed with unstable angina and was hospitalized on same day. It was noted that 90%-95 focal in-stent restenosis of the study stent implanted in distal rca extending to the 1st rpl occurred. The physician performed balloon angioplasty, resulting in 10%-15% residual stenosis. In addition, the 90 ¿ 99% stenosis in the mid lcx was treated with balloon angioplasty. After an unspecified size choice pt floppy ii guide wire was used to cross the lesion, pre ¿ dilatation was performed with a 2.5mm x 15mm non-bsc balloon catheter. Test shots revealed moderate recoil and spasm of the vessel and the patient was immediately treated with intracoronary nitroglycerine. Subsequently, the physician deployed and implanted a 2.50mm x 14mm non-bsc stent with 0% residual stenosis after post dilatation. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.